Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the sensor had a very short electrode. Customer¿s blood glucose at the time of the incident was unknown. The customer was advised to remove sensor and the electrode was missing. The troubleshooting was not mentioned. The product will not be returned for analysis.